Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging a battery indicator on her one touch ultra 2 meter. A (B)(4) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The complaint was classified based on the initial call. The patient mentioned that she first noticed the battery indicator on her meter on the morning of (B)(6) 2012. Due to the alleged issue she was unable to test her blood glucose and did not exhibit any symptoms due to the alleged issue. She continued to take her usual dosage of diabetes medication after the alleged issue began. She went to the ER and was tested on the ER's meter and obtained a 288 mg/dl,270 and a 220 mg/dl. She was hospitalized and was treated with insulin. At this time it is unknown why the patient was hospitalized or the diagnosis. While troubleshooting, it was also noted that the patient had been using expired testing supplies. Using expired testing supplies may lead to false blood glucose readings. This is not the first time the product was being used. The battery needed to be replaced; however, the patient did not have a replacement battery. Based on the initial information, there was no misuse of the product. Product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the battery indicator, she was unable to test and was hospitalized and was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.